Event description:
Caller reported that the pump's quick bolus and wake buttons were difficult to press and often required multiple attempts to activate the screen. The customer's blood glucose level was recorded at 234 mg/dl, indicating it was within the normal range. Technical support instructed the caller on proper button pressing techniques and eventually decided to replace the pump. It was confirmed that the pump was under warranty, and the customer was informed about the replacement. In the meantime, the customer planned to use an alternate insulin therapy method to ensure continuous delivery. Instructions for returning the problematic pump were provided.